Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. A definitive cause for the failure to advance knot could not be determined. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, and the relationship to the product, if any, cannot be determined. The patient effects of hemorrhage is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. The reported surgical intervention was likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled, "complete percutaneous angio-guided approach using preclosing for venoarterial extracorporeal membrane oxygenation implantation and explantation in patients with refractory cardiogenic shock or cardiac arrest. B3- date of procedure was estimated from (B)(6) 2018 to (B)(6) 2020 as the study data was from march 2018 to december 2020. D4- the UDI is not known as the part and lot number were not provided.

Event description:
This study compared the results of extracorporeal membrane oxygenation implantation (ECMO) procedures. The intention of this study was to evaluate the results of ECMO procedures using the pre-close technique. Proglide devices were used for arterial and venous femoral access via the pre-close technique for all cases. The rate of vascular complications were low in both groups; however for proglide included the following: one case of a knot lock and bleeding resulting in the use of surgery and hospitalization. Femostop devices also mentioned in the study; but there were no device issues or adverse patient effects related to their use. The article concluded that using pre-close technique for ECMO is an effective strategy that results in few vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, "complete percutaneous angio-guided approach using preclosing for venoarterial extracorporeal membrane oxygenation implantation and explantation in patients with refractory cardiogenic shock or cardiac arrest".